Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date and not prepping the surface of the skin with an antiseptic solution have been ruled out. However, non-compliance to the IFU was identified as the patient picked at their wounds and scabs. In addition, severe force was applied to the implant as the patient is very active and often bumps/scrapes their legs. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance as the patient picks at their wounds and scabs (user error-patient). Severe force applied to the implant as the patient is very active and often bumps/scrapes their legs (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported cellulitis distal to the implant, which led to an infection at the receiver site. Antibiotics were prescribed and as of (B)(6) 2025, the patient is fine and the infection and cellulitis are clearing.